Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the alleged condition. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator stopped cycling during patient use. The patient was transferred to another ventilator with no harm.